Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient with cardiomyopathy implanted with an impella cp device for mechanical circulatory support (mcs) experienced a stroke at explant. Patient successfully placed on impella cp in the setting of cardiogenic shock. After three days of mcs, the patient was successfully explanted at bedside and manual pressure applied followed by femostop for hemostasis. However approximately 15 minutes later, the patient developed dysphasia and word finding difficulties. A stroke was suspected, and code stroke was called. The patient was taken for a computed tomography scan which showed left middle cerebral artery occlusion. Interventional radiologist performed an urgent mechanical thrombectomy. Occlusion was aspirated. The patient reportedly survived and was noted to be in stable condition following the event.